Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause was unknown and x-ray has not been ordered yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) and it was reported that the rep programmed around the issue and the patient is feeling stim and getting relief. No other action is needed at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's lead had been intact/ healthy. Rep reported now the patient was not feeling any stimulation when patient increased stimulation up to 7-8v. Rep stated patient was getting pain back, not getting enough relief. Rep reported patient was using electrodes 0-1+2+3+. Rep reported electrodes impedance appears to be intact but there was an alert that was suggesting re to check group impedance. Electrode impedance tested at 1.5v. Reference 0 1: 1523 ohms 2: 1510 ohms 3: 1414 ohms reference 1 0: 1523 ohms 2: 1228 ohms 3: 1203 ohms reference 2 0: 1510 ohms 1: 1220 ohms 3: 1077 ohms reference 3 0:1414 ohms 1: 1203 ohms 2: 1077 ohms the rep reported she had tried 450pw/50hz with 8v and patient does not feel any stimulation. Rep reported she had tried using 500pw/ 500hz and patient could not feel stimulation at 7-8v. Suggested reprogramming using 0-/1+ 10.3v, rep reported patient felt no stimulation. Reprogramming using electrode 1/2 with 8v, patient barely felt stimulation if the stimulation was programmed at 4v and not 8v. Rep reported that an x-ray has been done. Patient redirected to hcp. No further complications were reported/anticipated.